Manufacturer narrative:
.

Event description:
On (B)(4) 2013, it was reported that there was a failure to interrogate a vns patient¿s device. During interrogation, a checksum error was received. Two different wands were used with the same error result. Connections were secured, and there were no sources of electromagnetic interference. The patient¿s current settings were provided. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received that the patient was seen at another time, and his device could be interrogated without any issues. There were no problems with the programming system or the patient's device.